Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to (B)(4) units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Review of t:connect pump data indicated that the customer filled the cartridge with (B)(4) units. The customer's blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge.